Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 21, 2015. (B)(4). The actual device was visually inspected and no anomalies were found anywhere on the device. The manufacturer's leak testing specifications were recreated manually using a syringe and calibrated manometer and then submerging the device under water. The unit was pressurized to 3.5 psi and no leaks were found anywhere on the device. In addition to the leak test, all other functional parameters were tested to verify that the valve was performing per the manufacturer's specification. Both pressure relief umbrellas and duckbill flow were found to be operating as intended. 100% of product is verified on an in-process leak test to ensure adherence to the manufacturer's specifications. This test checks for product integrity, duckbill function, and relief umbrella activation pressures. This device passed all testing prior to shipment. A review of the device history record revealed no anomalies during the manufacturing process. A definitive root cause could not be determine but has been attributed to customer technique and possible clinical conditions not present in the laboratory that caused the reported complaint. Device labeling addresses the potential for such an occurrence in the instructions-for-use with statements such as, "the lh130 overpressure safety valve is designed to help prevent excessive negative pressure from building inside the left ventricle during left ventricle venting and to reduce the possibility of pumping air or solution into the left ventricle should positive pressure build between the pump and the valve. Any flow positive the intended direction will be relieved through the positive pressure safety valve." All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4) - conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the ops valve leaked. Approximately one hour after the extracorporeal circulation started, it was discovered that blood was leaking from what seemed to be the one-way valve. As the procedure was close to termination, the actual device was not changed out, but was rather wrapped in gauze to allow its use until the end of the case. Blood loss of approximately 10 cc. Product was not changed out. Surgery was completed successfully.